Manufacturer narrative:
Internal report reference number: (B)(4). Complaint for same customer, different products (internal report reference number: (B)(4): reference MDR: (B)(4)). Incorrect meter was returned for evaluation; unable to evaluate. Test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 23-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 165mg/dl. The expected fasting blood glucose test result range is 90-98mg/dl. The customer did report symptom of feeling shaky. Medical attention was reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/19/2022 and open vial date is 11/5/2020. The meter memory was not reviewed for previous test result history.